Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported that the pt was having an increase in seizures, unk if above or below baseline. The pt has been referred for prophylactic generator replacement, based on negative battery life calculation provided to the physician by the manufacturer, as well as the length of implant (6 years). The physician believes the increase in seizures is related to the generator needing replacement, although the eri flag has not been tripped to yes. Clinic notes reported that the pt had 6 seizures in the prior 3 months.